Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) lead pacing impedance measurements of greater than 2500 ohms, and loss of capture. Troubleshooting was performed and intermittent noise and high impedance measurements were noted. Programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Boston scientific has received other, similar reports and conducted an investigation. It was determined that even when pin gauge testing verified proper port dimensions, there remained the possibility that the terminal ring of the lead had a suboptimal contact with the leaf spring within the port, resulting in varying impedance measurements. This may have been the case with this device. As a result of this investigation, manufacturing changes were made to mitigate the possibility of similar issues in our newer generations of devices.

Event description:
The device was later explanted for normal battery depletion. This report is being filed to provide product investigation results.

Event description:
Additional information was received which noted the lv lead configuration was reprogrammed. All the lv lead vectors were tested and the physician agreed the reprogramming was appropriate for the patient. The patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.